Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was having issues with battery life on their insulin pump. The customer's blood glucose level was reported to be unknown. It was reported that the customer did not receive a low battery warning, prior to change the batteries. It was reported that the device would not recognize the new battery being inserted. It was reported that the customer messed around with the battery cap for the pump to recognize the battery. It was reported that the device also alarmed for power error. The customer's blood glucose at the time was reported to be 95.4mg/dl. It was reported that the alarm was cleared. It was reported that the customer's levels were low at 50mg/dl. The device is being returned and replaced.

Manufacturer narrative:
No unexpected replace battery now alarm was noted. No unexpected low battery alarm was noted during testing or in the download history. The pump passed the sleep current measurement, self test and displacement tests. No unexpected pump error was noted. The pump was returned for power error alarms. The detailed trace analysis did not confirm that the alarm was triggered. The backup battery unloaded voltage did not drop below 3.7v for 240 consecutive minutes. The pump had minor scratches on the display window and a scratched case.